Manufacturer narrative:
Physio-control further evaluated the device and determined that the cause of the reported issue was due to an electrically shorted integrated circuit, designator u25 on the system pcb assembly. The system pcb assembly on the device was replaced. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device is unable to complete the boot-up cycle in order to power on. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device is unable to complete the boot-up cycle in order to power on. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.